Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced an occlusion event on (B)(6) 2025. The blood glucose level is high and the patient was treated with correction bolous via pump. The patient changed supplies and successfully resumed insulin therapy. No further information available.